Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer (fse) identified that the affected drawer was main drawer 6.2, a legacy half-height drawer. At the time of assessment, the drawer had failed, and recovery attempts displayed a ¿please clear obstructions¿ message; however, the drawer did not open, indicating an open-and-close issue. The pyxis was shut down, and the drawer was removed for further inspection. Upon inspection, it was found that the inseparable magnet was covered with a layer of grease, which prevented the sensor from reading correctly. The incept magnet was cleaned using alcohol wipes, and the drawer was reinstalled and reconnected. The drawer was tested multiple times using the hardware test application, and both the open-and-close sensor and the position sensor were confirmed to be functioning properly. Full testing was completed, the drawer was successfully recovered in the application, and repeated testing confirmed proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.2 jammed. User recover storage and reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.